Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient called stating that while she was in dwell 5 of 5 she could not get past sb - supply bag lines are blocked (time remaining unknown) on the liberty select cycler. Patient cancelled treatment. The patient also stated that she has not seen a drain time as high as 111 minutes (drain 2). Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 5 where 4096ml drained. This drain is 186% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2202ml is 3964ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the malfunction.